Event description:
It was reported that the customer received a motor error alarm as well as a blank display. Customer's blood glucose level at the time 249mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.